Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired as a result of heart failure, atrial fibrillation, and atherosclerotic coronary artery disease with no angina pectoris. The device was explanted. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested on the bench and using automated testing equipment and no anomalies were found.